Event description:
It was reported that a dr performed a declot pta on a dialysis fistula in a pt's forearm. Upon withdrawal, the balloon came off the shaft in one piece and remained in the pt's arm. The balloon was removed with a snare. The balloon was inflated 10-15 atm 3-4x. There was no pt injury reported.